Manufacturer narrative:
Investigation is ongoing. One completed, a supplemental is to be submitted.

Event description:
It was reported that during patient transfer with ceiling lift maxi sky 2, the shoulder strap of a washable sling broke. As a result of this incident, the resident sustained a minor elbow injury. Staff noted immediately that strap had broke and readjusted the ceiling lift and grabbed a new sling. The damaged sling was discarded before it could be inspected.

Manufacturer narrative:
It was reported that during the transfer of a patient, the shoulder strap of a washable sling broke. As a result of this incident, the resident sustained a minor elbow injury. The damaged sling was discarded before it could be inspected by arjo service personnel. Passive loop sling instruction for use (04.sl.00-11) guides through proper use of the sling. The instruction states that ¿before every use check all parts of the sling. If any part is missing or damaged ¿ do not use the sling.¿ the customer stated that the sling are expected to inspect by the staff prior to every use. It is however unknown if the involved sling was inspected. The device was not available for the inspection by arjo, therefore customer allegation cannot be verified. The root cause of the loop breakage is impossible to define. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The sling broke and therefore failed to meet its specification. This complaint has been decided to be reportable as strap breaking/detaching during use may lead to patient fall and serious health consequences as a result.